Event description:
Medtronic physio-control engineering initiated an investigation based upon failures of a device front panel keypad switches. Although the device has redundancy for these keys, a failure could result in operator confusion and delay administration of device defibrillator or pacer therapies to a patient.